Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1000 mcg/ml at 50 mcg/day via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported over the last several years the pump dose had been decreased down. The patient¿s tone had "loosened up" on its own. It was reported the symptoms had improved and now the pump was down to 50 mcg/day. It was noted there were no pump issues and a dye study confirmed catheter patency. It was also reported the patient had been losing weight and was "skin and bones.¿ the patient¿s current weight was (B)(6) pounds. Since 2017 the patient has had issues with nausea, vomiting, "can't keep anything down", and pressure sores. It was noted the pump was huge on his belly. The patient had a complete gastrointestinal (gi) workup and no cause was found. It was noted this was affecting the patient¿s quality of life, and causing posture problems. The surgeon was planning to remove the pump and the pump was turned off permanently on the date of this report with the code. It was confirmed they wanted a permanent shut off. The patient and the hcp agreed this was the best option. The option of minimum rate was reviewed, but again they confirmed they wanted the pump shut off permanently. The patient¿s gi symptoms had begun in 2017 (specific date not reported). The patient did have oral baclofen if needed. No further complications were reported or anticipated.